Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required as pain is subjective and the other infection cases occurred at different hospitals and with different surgeons. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial left oxford knee procedure on (B)(6) 2007. Patient reported a superficial wound infection on their left knee on (B)(6) 2007 which was resolved on (B)(6) 2012 with a course of antibiotics. The patient had an initial right partial knee arthroplasty on (B)(6) 2008. The patient reported a superficial wound infection on their right knee on (B)(6) 2008 that required 2 weeks of antibiotics. This resolved on (B)(6) 2012. The patient also reported right hip pain and mild effusion from their right knee on (B)(6) 2012 with unknown resolution. No revision has been reported.